Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root causes for the implant blackout are: 1) the ifuse torq tnt implant was placed at the fracture's pivot point - i.e., the part of the bone that is moving the most; 2) the patient fell in postoperative rehabilitation, 3) the patient had urinary tract infection; bacteria could have seeded the ifuse torq tnt implant.

Event description:
The patient is a woman of approximately 70 years. She had a fall at home with a u-type sacral fracture and right pubic ramus fracture. The surgeon placed one si-bone torq tnt transiliac transsacral screw and one standard transiliac transsacral screw in the s1 corridor. Ifuse torq tnt was placed in/near the transverse fracture line of the sacral u type fracture. Ifuse torq tnt was reported to have good distal ilium purchase, and the case was completed without any problems. Additionally, a non-si-bone screw was placed in the pubic ramus. The patient had back pain after surgery. MRI showed multiple disc problems at l3-l4, l4-l5, and l5-s1. At about two weeks after the initial pelvic surgery, the patient underwent laminectomy/discectomy. The patient fell at an assisted living facility postoperatively. CT scan showed ifuse torq tnt backout. The patient was medically complicated, with sepsis from uti, as well as wound dehiscence in lumbar spine wound. The patient was noted to be moving around a lot in bed postoperatively. The patient underwent lumbopelvic spine fixation surgery, in which the ifuse torq tnt was removed and pelvic fixation screws were placed. The surgeon did not know the cause of backout. Potential contributors were: 1) the ifuse torq tnt implant was placed at the fracture's pivot point - i.e., the part of the bone that is moving the most; 2) the patient fell in postoperative rehabilitation, 3) the patient had urinary tract infection; bacteria could have seeded the ifuse torq tnt implant.